Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was giving her inaccurate erratic readings. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that in the morning of (B)(6) 2011, she reported blood glucose results of '180 and 260mg/dl' with the lifescan meter, performed within 20 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeded the expected value of <= 20% and/or <= 20 mg/dl. The patient stated that the she manages her diabetes with insulin (unknown type and dosage). It is not known if the patient made any changes to her normal diabetes management routine in response to the reported issue. Two days after the alleged product issue occurred, the patient claimed to have developed symptoms of feeling 'dizzy, shaky, and off balanced' and shortly after, self treated with food/drink in response to these symptoms. The cca was informed by the patient that on (B)(6) 2011, she tested on another device (unknown type) and obtained a reading of '65mg/dl'. At the time of troubleshooting, the cca determined that the meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca also noted that the control solution test result came within the acceptable range. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment after the alleged product issue occurred.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011): should be yes instead of no. Should be yes instead of not returned. Device evaluation: lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. The retain test strips were tested and they passed testing with no faults found. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. The 510(k) # is k053529.